Event description:
The customer reported that the unit failed with alarm led failed diagnostic code. The customer contacted product support and is reporting the unit was previously worked on for the same problem. The customer reported that the unit was in use on a patient, but there was no patient harm reported.

Manufacturer narrative:
G4:(B)(6) 2021. G5:510k: k102985. B4:(B)(6) 2021. The authorized service personnel replaced the power switch overlay and switch pcba to address the reported issue. Per biomedical engineer, the issue was discovered during setup for patient use and delay in therapy, and no medical intervention was reported.

Manufacturer narrative:
The philips service engineer (pse) confirmed the alarm led (e/c 1105) failure. The switch pcba assembly was returned for failure investigation. The switch pcba was tested and no failures were identified.